Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during the most recent device interrogation, the remaining battery capacity was not as expected. The data was reviewed by technical services who confirmed a normal rate of depletion; however, the physician stated the estimated longevity should align with consumption, to make it more accurate. No system changes and no adverse patient effects were reported.